Event description:
The customer reported obtaining a non-repeatable false positive troponin I (access accutni+3) result for one patient sample on the laboratory's access 2 immunoassay analyzer section (serial number (B)(4)) of the unicel dxc 600i synchron access clinical system. The original result obtained was 0.123 ng/ml, above the normal reference range. The sample was analyzed again twice and yielded lower results within the normal reference range, 0.006 and 0.005 ng/ml. The sample was re-centrifuged and re-analyzed twice, again yielding results within the normal reference range, 0.006 and 0.005 ng/ml. The patient was admitted to the medical assessment unit. No further change to patient treatment has been reported. No procedures were performed. No medications were given at admission and at discharge. Calibration passed on (B)(6) 2014 and system check passed on (B)(6) 2014. All three levels of quality control (qc) were within specifications. The sample was centrifuged for 10 minutes at 3000g. There was no report of pre-analytical sample handling issue.

Manufacturer narrative:
There is no indication that the access accutni+3 reagent was returned for evaluation. The customer did not have any issues with additional assays and did not question instrument performance. Calibration passed on (B)(6) 2014 and system check passed on (B)(6) 2014. All three levels of quality control (qc) were within specifications. There is no evidence that the instrument had malfunctioned. In conclusion, the cause of the non-reproducible accutni+3 results cannot be determined with the information provided.